Event description:
It was reported that patient was dizzy with low blood pressure at the clinic. It was reported that the pulse generator exhibited backup operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an integrated circuit anomaly which resulted in a high current drain and contributed to the reported backup operation.